Event description:
This case was reported by medwatch (B)(4). Two bravo ph capsules have failed to detach. The handle was broken to release the capsule. (B)(4).

Manufacturer narrative:
This report is based on medwatch from 01/22/2013.